Event description:
Following ear surgery, the patient's implantable neurostimulator (ins) went into a por (power on reset) condition; prior to the surgery, the patient's device was fine. The ins was reprogrammed and impedance readings were fine. The por was intermittent. They were able to get the ins to charge normally without using the "deep discharge mode". The patient was able to charge normally, but it was slow. Seven days later, the patient reported that her device was defective; it was her 3rd port. She had seen her physician the day before and the physician said they couldn't get her in for surgery for approximately one week. The patient was upset and did not want to wait; the patient did 'not want to lay in bed for two weeks with two children". Additional information has been requested, a follow-up report will be sent if additional information becomes available.